Event description:
It was reported that during an anterior repair procedure performed on (B)(6) 2010 using an uphold vaginal support system, the physician noted that the tissue between the patient's bladder and the mesh was "very thin." The physician reportedly also placed a ureteral stent (type and manufacturer unknown) prophylactically during this procedure. The physician reportedly completed this procedure "without complications." The patient was reportedly prescribed estrogen cream (type and prescription duration unknown) both before and after this procedure. It was reported that during a follow-up appointment on (B)(6) 2011, a vesico-vaginal fistula was discovered. The patient reportedly will be following up with the physician on (B)(6) 2011 to discuss treatment. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the patient's exact age was not provided, the patient is reportedly over 18 years old. Although the lot number was not provided, it was reported that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that the uphold vaginal support system was implanted on (B)(6) 2010.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-00639 pertains to the other device. It was reported that the patient was discharged from the hospital within a few days after the implantation procedure. Post-implantation, the patient began presenting with vaginal pressure and pain, vaginal bleeding, and dyspareunia (date/s of onset unknown), and on (B)(6) 2011, the patient underwent corrective surgery. During this procedure, mesh erosion was discovered in multiple sites (location/s unspecified). The specifics and treatment efficacy of the surgery are unknown. Reportedly, after this surgery, the patient continued to experience vaginal bleeding. Reportedly, the patient also experienced debilitating abdominal and pelvic pain, recurrence of urinary incontinence, and vaginal infections (date/s of onset unknown). All other information is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 1ml063103, is not a valid lot number. Consequently, the manufacture and expiration dates cannot be determined.